Event description:
During the transapical deployment of a sapien valve, the valve shifted from a 50:50 position, to 70:30 aortic position. The patient became very unstable and was placed on bypass. Once stable, it was determined that due to a high deployment, the left coronary artery was covered by the valve and native leaflet. As a result, a stent was placed in the left main and the patient was removed from bypass. Additional information revealed the following: the native leaflet/valve calcification was moderate, and there was moderate mitral annular calcification. It was reported that the coaxial alignment of the sheath/ delivery system and valve was poor and the image intensifier angle was fair. Ventilation was held during deployment and there was no loss of pacing capture.

Manufacturer narrative:
Per the instructions for use, device malposition and coronary obstruction are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. In addition, there are several factors which could contribute to a coronary obstruction, including patient factors (i.e. Minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, obliterated coronary sinuses, and thrombus) and procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it is likely that the poor coaxial alignment of the sheath/delivery system, and the fair image intensifier angle caused or contributed to the aortic malposition. In addition, per report, the "too aortic" position resulted in occlusion of the left coronary artery. There was no report of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported evens are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.